Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's reservoir. The mother states that three of the customer's reservoirs have caused issues. Troubleshoot was not able to be conducted at the time. The mother had one of the reservoirs on hand. The reservoir is being returned for analysis, and the customer is being sent out replacement.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.